Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis, and was hospitalized. On an unreported date, the patient began remedial therapy fortum (1gm, ip, every day) and refline (1gm, ip, every day). The cause of the peritonitis was unknown. The patient was recovering. The nurse stated that the event was unrelated to therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.